Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred while filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.